Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, device-induced ventricular fibrillation (vf) was observed due to device programming. The arrhythmia was successfully treated with high voltage therapy. The device was reprogrammed to resolve the event and the patient was in stable condition.